Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported the patient needs to have the left side j1 poly revised. Revision surgery has been schedule for (B)(6) 2017.